Event description:
It was reported that the patient experienced scrotal infection with the inflatable penile prosthesis (ipp). The entire ipp was removed, area washout and spectra concealable penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced scrotal infection with the inflatable penile prosthesis (ipp) after two months of use.the patient developed some drainage from the incision site which was consistent with the ipp pump being infected. The doctor believes that the cylinders were infected. The entire ipp was removed, area washout and spectra concealable penile prosthesis was implanted. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.